Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The defective latch/lock sensor was confirmed. The latch/lock sensor was replaced and the device then passed all testing.

Event description:
It was reported that the cassette latch sensor had shown a constant warning or alarm error during testing. There was no patient involvement. Evaluation of the returned device confirmed a defective latch/lock sensor.